Event description:
The customer stated that she was taken by ambulance to the hospital after losing consciousness with a low blood glucose level of 20 mg/dl. Troubleshooting was performed. The insulin pump passed the displacement test and the programming was correct.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.